Manufacturer narrative:
Unit received stuck in force sensor calibration values corrupted alarm loop after battery installation due to a software error. Unable to perform any test due to force sensor calibration values corrupted alarms. Unable to confirm motor error alarm due to force sensor calibration values corrupted alarm. The motor was tested outside of the device and passed. Pump received cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that customer received a motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; customer does not use sensor features. No motor position encoder error alarm. Customer was able to complete rewind sequence. Customer was advised that insulin pump would need to be replaced.